Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. (B)(4) cloned call to onsite -cannot remove cubie. Seems one side is sticking or being held. (B)(4) hh drawer 3.1 3.2 is hard for nurses to push in or open. Sticking halfway. (B)(4) failed main drawer 3. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detecting cubies and the drawer siderails were sticky and slow. A field service engineer inspected connections, unplugged and reattached connections for drawer 4-2, replaced the drawer module controller, and tested the unit. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4.1 had several cubies with medications that were not detected by the system, preventing nurse access. Pharmacy had to dispense those meds as patient specific. Other cubies in the same drawer were functional. Additionally, the drawer siderails were sticky and slow, producing a sliding metal sound when opening or closing. There were no adverse events or injuries reported based on this incident.